Event description:
It was reported per the independent repair center statement that the unit is alarming or red light. The key failure is the heat exchanger is malfunctioning. Additional malfunction is the brass elbow is not working. No allegation of patient injury, no additional information provided.